Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 26-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. It was reported that insert migrated in the bladder. No further information available at the time of this report. Follow-up information received on 02-dec-2015 from pharmacist and gynecologist: essure placement procedure date was reported as (B)(6) 2010, lot number 729923. Plain abdominal x-ray performed in (B)(6) 2011 showed control good. No other new medical information was provided. Follow up information received on 15-dec-2015 and case was upgraded to incident: the patient was (B)(6) at time of the events. Her medical history included gravida 4, parity 3, an elective abortion, and previous iud use. Her last delivery was not a caesarean section and she did not breastfeed at time of insertion. There was no abnormal uterine findings prior to essure insertion. During insertion, general anesthesia was applied. The insertion was easy; the visualization of tubal os was easy. Fluid loss during hysteroscopy was not more than 1500cc and the procedure did not take more than 20 min. The patient had no complaints immediately after insertion. On (B)(6) 2011, essure confirmation test was done via x-ray. The first confirmation test confirmed tubal occlusion. Second confirmation test was not performed. The patient was advised to rely on essure based on the result of confirmation test. The patient experienced small burning while urinating; it was identified at routine check-up. On (B)(6) 2015, left unilateral essure perforation was diagnosed via ultrasound; according to the reporter it occurred with the coil after deployment. The left essure was partially into the fallopian tube and partially into the bladder. The position of essure in right tube was correct. At time of the report, essure was not removed. Removal was planned in (B)(6) 2016. Follow-up information received on 21-dec-2015 - ptc investigation result: ptc global number: (B)(4). Lot number 729923 (production date: mar-2010; expiration date mar-2013). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no further ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-dec-2015 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bladder perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during control examination a left essure perforation was diagnosed. The left essure was partially into the fallopian tube and partially into the bladder. A surgery is scheduled for device removal. The reported events are listed according to reference safety information for essure. The perforation of the uterus, fallopian tubes and internal bodily structures (including the bladder) may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement). In this particular case, essure insertion was reported as easy and no complications occurred during the procedure. Almost five years after device placement, patient had urinary complaints and an ultrasound revealed a fallopian tube perforation. The device was partially into the tube and partially into the bladder. Although the exact mechanism of these events is not known; considering their nature causality with essure cannot be excluded. This case was regarded as an incident, since a surgical intervention will be required for device removal. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information will be provided.

Manufacturer narrative:
Follow up information received on 13-jan-2016: (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-jan-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bladder perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during control examination a left essure perforation was diagnosed. The left essure was partially into the fallopian tube and partially into the bladder. A surgery is scheduled for device removal. The reported events are listed according to reference safety information for essure. The perforation of the uterus, fallopian tubes and internal bodily structures (including the bladder) may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement). In this particular case, essure insertion was reported as easy and no complications occurred during the procedure. Almost five years after device placement, patient had urinary complaints and an ultrasound revealed a fallopian tube perforation. The device was partially into the tube and partially into the bladder. Although the exact mechanism of these events is not known; considering their nature causality with essure cannot be excluded. This case was regarded as an incident, since a surgical intervention will be required for device removal. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information will be provided.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.